Event description:
It was reported that a malfunction occurred on a pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who assisted with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.